Manufacturer narrative:
(B)(4). Lot unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device remains implanted.

Event description:
On (B)(6) 2017, surgery for adolescent idiopathic scoliosis was performed using the expedium verse spinal system. The fixed area was t2 ¿ l2. During the surgery, the following were confirmed at the time of a final tightening of the correction key. The outer screws of two correction keys (part#: 199721000s, lot#: unk) were not tightened well. To take these correction keys out, the surgeon tried to loosen each of the outer screws, however, he could not do it at all. He ended up tightening only the inner screws of two correction keys, and then closed an incision. Eventually, one correction key was left at t8 (left) and the other was left at t10 (right). The surgery was completed with a 10-minute delay, and there was no adverse consequence to the patient. The surgeon comments that the patient will require a medical follow-up for possible revision surgery in the future because the spinal correction seemed not good enough.